Event description:
Information was received indicating that a smiths medical portex® blue line classic® tracheostomy tube was reported to be defective causing pain to the trachea. It was required that the tube be changed out but again caused pain after a few hours of use and during the following days. It was noted that the tubes had curved to the left more than normal and is thicker than a normal tube. It was reported that the patient undergo 3 weeks of medical treatment with antibiotics and painkillers. There were no further reported adverse effects.